Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large hem-o-lok applier instrument for failure analysis investigation. The instrument was analyzed and was found to have a loose grip cable at the grip hub. A loose grip cable at the distal end is often caused by something else I the backend (ex: broken cable, cracked clamping pulley, loose clamping pulley screw). Further inspection found no cracked clamping pulleys, input disks, or input shafts that could have contributed to the cable loosening.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon observed that the jaw was not properly closed and was not able to apply clip. Instrument was removed by bed side assistant and checked that both side wire was loose. Customer used backup instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle and resulted in an unsuccessful clip application. Issue with the subject clip applier occurred on the 3rd application. A backup instrument was used to resolve the issue. The instrument has been sent back to isi for analysis. Photos were attached to the email. Aiims is a government institute so not able to provide patient related information.